Manufacturer narrative:
See manufacturer¿s report # 3004209178-2015-23327 for the patient¿s previous device issue. (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell backwards over some boxes. The patient also reported that they had lost weight and now had to have the ins implanted deeper. They mentioned that the stimulation felt too high but was not painful at 2 volts (which would normally be too high). This was also reported as the stimulation doesn¿t feel as strong. The patient was redirected to follow up with their healthcare professional (hcp) to have the device checked after the fall. There were no further complications reported or anticipated.